Manufacturer narrative:
Date of event is estimated.

Event description:
Hold at 3.18 related manufacturer reference number: 3006705815-2022-01374. Related manufacturer reference number: 3006705815-2022-01375. It was reported that patient was experiencing ineffective coverage of pain relief. Company manufacturers attempted to program and unable to gain effective coverage as one lead exhibited high impedances. X-rays confirmed no abnormalities, and their patient did not suffer any fall. Patient also lost significant weight loss and experiences discomfort /pain at the ipg site. As such, surgical intervention is anticipated a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention on (B)(6) 2022 wherein one lead was explanted and replaced and the ipg was repositioned, resolving both issues. Note: as it is unknown which lead was explanted, both leads are being reported.